Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: impact codes f1905/device revision or replacement and f08/hospitalization or prolonged hospitalization added to reflect lead revision.

Event description:
It was reported that bipolar right ventricular (rv) lead pace impedance measurements had exceeded 2,000 ohms and continued to rise gradually, triggering a lead safety switch (lss) to unipolar. Following the switch to unipolar, myopotential oversensing and pacing inhibition were noted, however there was no indication of asystole greater than two seconds. It was noted that the patient was pacer dependent. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service in a split configuration at this time, however lead revision is anticipated. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned, and a new lead was implanted for left bundle branch area pacing (lbbap). It was noted that the physician chose to replace the cardiac resynchronization therapy pacemaker (crt-p) during this procedure as well. No additional adverse patient effects were reported.

Event description:
It was reported that bipolar right ventricular (rv) lead pace impedance measurements had exceeded 2,000 ohms and continued to rise gradually, triggering a lead safety switch (lss) to unipolar. Following the switch to unipolar, myopotential oversensing and pacing inhibition were noted, however there was no indication of asystole greater than two seconds. It was noted that the patient was pacer dependent. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service in a split configuration at this time, however lead revision is anticipated. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that bipolar right ventricular (rv) lead pace impedance measurements had exceeded 2,000 ohms and continued to rise gradually, triggering a lead safety switch (lss) to unipolar. Following the switch to unipolar, myopotential oversensing and pacing inhibition were noted, however there was no indication of asystole greater than two seconds. It was noted that the patient was pacer dependent. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service in a split configuration at this time, however lead revision is anticipated. No adverse patient effects were reported.